Event description:
A vns implanting surgeon reported that he recently saw a vns patient in the hospital for a protruding generator. He reported that they gave her antibiotics and re-implanted it but that the generator may need to be explanted, but was not sure at this point. Good faith have been made and no further details about the reported event have been received at this time.